Manufacturer narrative:
No reported patient involvement as the issue was discovered pre-operative. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 9, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a pre-operative instrument check was conducted on june 7, 2016. During the check, it was noted that four (4) applicator outer shafts and four (4) applicator knobs were difficult to move. Additionally, the outer shafts would become blocked as the trial implants and inner shafts were applied. No direct patient or procedural involvement reported. This report is 6 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: received 1 article of applicator knob (part 03.812.004) for manufacturing investigation. The article is in unused condition. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation the function of applicator outer shaft has been tested with the applicator inner shaft 03.812.003 and the applicator knob 03.812.004. The results of those functional tests have shown that the applicator knob is working with the counterparts and in accordance to our work/test instructions. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts reported: trial t-pal spacer implant (part: unknown, lot: unknown, quantity: unknown); t-pal spacer implant (part: unknown, lot: unknown, quantity: unknown).